Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed. A field service engineer tested and verified the keyboard was functioning well and then recovered the drawer. Customer pulled two meds without any issues. Everything tested well in hta application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard malfunctioned and the keys was not responding. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.